Event description:
It was reported that a spectrum iq infusion pump over infused as the reading failed to record under 21ml/hr. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, "cannot get a reading under 21ml/hour when trying to complete annual pm. Collected fluid of 20. 0 ml. " was not reproduced. A review of the history log revealed that on sending device for flow testing and it delivered with failing error percentage of (B)(4).the pump functioned as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was undermined. The travel pressure plate will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.